Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly noted. The device had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin would continue to squirt from the insulin pump during the fill tubing process after she released the act button. The blood glucose reading was 323 mg/dl. Customer was instructed to attach a new infusion set and reservoir and restart the priming process. Customer stated that insulin did not continue to drip after releasing the act button. She stated she was unsure if the motor slowed or if numbers had ramped up on the screen. There was no alarm for a loose drive support cap in the alarm history and customer stated that the drive support cap appeared to be normal and recessed. Nothing further was reported.